Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The breathing circuit assembly was replaced.

Event description:
The hospital reported the unit failed the preoperative checkout. There was no report of patient involvement.